Event description:
The facility reports high venous pressure approx. 45 mins into treatment. An unsuccessful attempt was made to recirculate and establish blood flow rate. A new line was set up and treatment resumed with no further problems. Blood could not be returned to pt and MDR is being filed for estimated blood loss of 250cc.